Event description:
It was reported that the pink slide moved forward during the activation process, but the needle never inserted into patient's skin. When pod was removed the cannula was not visible.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.